Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger (dtc) [s/n (B)(4)] found broken connector pins on the cable assembly.

Event description:
The consumer reported that her device was broken. It was clarified that there was a broken connector pin on the desktop charger (dtc), and now the patient&#62688;implantable neurostimulator (ins) battery was depleted. There was no alleged out of box failure. There were no reported patient symptoms. No outcome or troubleshooting/interventions were reported for this event. Follow up information was requested to determine event outcome and steps planned/taken to resolve the reported issues. If additional information is received, a follow up report will be sent. The patient's indications for use included non-malignant pain.

Manufacturer narrative:
Analysis of the desktop charger [s/n (B)(4)] found broken connector pins on the cable assembly. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.